Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem was verified; during device to device interaction air bubbles were observed during prime going into the last fill bag. Therapy was discontinued at the end of prime due to air bubbles being observed in the last fill bag and inflating the last fill bag. Visual inspection with magnification noted a small pin hole in the cassette sheeting. Leak testing verified a leak from the pin hole in the cassette sheeting. The cause of the hole in the cassette sheeting was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final bag was partially full and had become blown up like a balloon during peritoneal dialysis therapy. This event occurred during dwell four of four while the patient was connected. The renal therapy service agent assisted in ending therapy. The patient would complete therapy with manual supplies. The patient stated there was no damage or defect associated with the cassette, and that the setup was correct. There was no patient injury or medical intervention associated with this event. No additional information is available.